Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are two additional complaint regarding the same issue associated, but the reports are not accumulated in a month and not reported by more three different entities. The returned instrument was received at the investigation site in its inner blister, covered with the tyvek foil shows the lot information. The instrument was provided in a closed state and does not show macroscopic signs of damage. The product evidently shows macroscopic signs of damage, namely that one of the forceps arms is broken off. There are signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope under various magnifications. The fractured surface on the stub does not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. Since the situation that lead to the damage can not be reconstructed, a root cause for the product defect cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy procedure, an ophthalmic forceps tip broke off while in the patient's eye. The surgeon was able to retrieve the broken tip from the eye and used another forceps to complete the procedure on the same day. There was no patient harm.